Event description:
This female pt was undergoing coil embolization within an aneurysm (unk). There was moderate calcification but heavy vessel tortuousity. The trufill dcs orbit was placed inside the aneurysm and was tried to be detached. But the coil could not be detached though the pressure was applied several times. Then the dcs syringe broke. When another syringe was used to detach the coil, he noticed that the hub of the dcs orbit was cracked, he decided to retrieve the coil and it was removed successfully. Finally, the lesion was treated with another coil. There was no adverse event and the pt is in stable condition. The coil was removed from microcatheter without difficulty and the coil was intact. No other coils were deployed prior to this event.

Manufacturer narrative:
The syringe appeared normal within the package. This syringe was used to purge, but it was not used for deploy any coils. The wing lock was locked before he was increasing the pressure. No info if the gauge on the syringe had gone to the alternative zone, but it is possible. Before attempting to deploy the coil, the syringe did not exceed the black line beyond position #3. With attempt to deploy the coil, it is possible that the dcs syringe was taken to the green zone and then to the red zone. There were no problems noted with the syringe. The plunger did not move back or stripped. No info if the blue wing lock was cracked. No info at what zone the syringe did not work. Add'l info will be submitted within 30 days upon receipt.